Event description:
Procedure type: unknown. According to the reporter: after the suture was used, it was noticed that the tip of the needle was missing. It was unknown where it had dropped. The patient was x-rayed but the tip was not found. A 30 minutes were added to the procedure to x-ray the patient. Additional information regarding this report could not be obtained from the reporter.